Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: incident: the syringe shows significant black stains in its unopened packaging. Packaging is intact. Immediate action: replace defective device with new one. Check other batches in the department. Immediate apparent consequences: for the patient: none.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and one sample were provided to our quality team for investigation. Through visual inspection, the tip and portions of the barrel are observed to be burnt, verifying the reported incident. A device history review was performed for lot 2503009, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. Six retained samples of the reported lot were used for additional evaluation. All product was inspection, no burnt material was observed within any of the devices. While we could not identify a direct issue, this incident was determined to have occurred during the molding process. Manufacturing personnel have been notified of this event. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.